Event description:
It was reported that the patient presented in clinic for follow-up with post-paced t-wave oversensing. The oversensing was noted on a real-time egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.